Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a low fossa was present. The steerable guide catheter (sgc) was inserted but was unable to cross the septum. Troubleshooting was performed in an attempt to get the sgc though the septum; however, the attempts were unsuccessful. The sgc was removed and upon removal, it was observed the shaft of the sgc had become deformed. A new sgc was inserted and successfully crossed the septum. An xtw clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted a posterior chordal rupture may have occurred. An additional clip was implanted to stabilize the slda, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot specific product quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) couldn¿t be determined. Additionally, the reported tissue injury appears to be cascading effects of the slda. The reported effect of tissue injury is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.na